Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the patient used the device without a filter in place; however, there was no harm to the patient or user. The caller would like to know the option for cleaning. There was no medical intervention provided to the patient, nor a delay to the therapy noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that a patient was hooked up to the vent without filter in place and would like to know the option for cleaning. The rse informed the customer that there is no approved cleaning or sterilization process for the v60 ventilator. However, the customer was provided with the cleaning process for a device attached to patient with covid without filter: there is no solution that will disinfect the gas path outside of germany, and even that process is not validated or approved by philips. According to the cdc, covid-19 cannot survive on non-porous surfaces for more than 72 hours. The customer has two options: option 1: remove the cooling fan filter, inlet filter and bacteria filters and then quarantine the v60 for 72 hours, after that the v60 should be usable again as long as new filters are in place (cooling fan, inlet & bacteria). Option 2: replace all gas path components: gas delivery subsystem (gds), blower assembly, gas outlet port, proximal port, barbed fitting, and tubing kit. The customer noted that this will be presented to the respiratory director and call back if further assistance is needed. Further information regarding the reported case has been requested.

Manufacturer narrative:
Per a good faith effort (gfe) response received, it was confirmed that the customer will be performing option 1 which is to remove the internal filters as these are considered porous surfaces. The device will be quarantined for 60 days (this is the longest needed isolation for non-porous surface) after the filters are removed. Once the quarantine is over, new filters will be placed, and the device will be put in circulation. The investigation concludes that no further action is required at this time. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.